Event description:
This procedure is part of the definitive le trial. The patient presented with a 20cm diffuse lesion of the right sfa. During the first insertion, a small perforation was detected. A 4x4 balloon was inflated at the site at 16atm for 3 minutes. Complete resolution was observed. The rest of the lesion was successfully treated with multiple insertions and passes.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.